Manufacturer narrative:
Denied any malfunction of device, claiming that it was user error. The device was evaluated and will be repaired by the provider.

Event description:
Alleges user drove unit off the side off ramp which tipped unit. Denied any malfunction of device, claiming that it was user error. Fire department was contacted to lift chair back up.